Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a0402, captures the reportable issue of balloon burst. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation, that a nephromax dilatation balloon catheter device was used in the right kidney, during a retrograde intrarenal surgery (rirs) procedure. Performed on (B)(6) 2020. It was reported, that during preparation, the balloon exploded. The procedure was completed with another nephromax dilatation balloon catheter device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2021. It was reported, that the balloon exploded in the patient's body.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter device was used in the right kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2020. It was reported that during preparation, the balloon exploded. The procedure was completed with another nephromax dilatation balloon catheter device. There were no patient complications reported as a result of this event.